Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in oversensing. Additionally, high out of range pace impedance measurements were observed. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.